Event description:
Robotic suction irrigator quit working during procedure. Surgeon unable to articulate tip. When removing instrument it would not come out of the port. It was stuck. The entire port had to be removed with the instrument in it. The tip of the instrument had to be broken off in order to remove the port from the suction irrigator. Replaced with a new suction irrigator. Broken device discarded since it was broken into 3 pieces.